Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the physician reported difficulty removing catheter from the patient causing a 7cm laceration with some bleeding. The patient had mild esophageal narrowing which was dilated to 16 mm in anticipation of the ablation. To the physician, the area of dilation looked great with no residual dilation defect appreciated endoscopically. After both rounds of the ablation portion were completed, the scope was withdrawn. The physician attempted to withdraw the device with usual clockwise rotation, and felt that the catheter became lodged on something. The scope was reinserted and a visual check was performed to confirm that the balloon had actually deflated. The scope was removed after it was confirmed that the balloon was visually deflated. The catheter was removed and the scope was reinserted. A 7cm area of mucosal laceration was noted. Some bleeding was noted but medical intervention was not necessary. A barium swallow was performed and a perforation was not detected.

Manufacturer narrative:
Investigation summary: one used dsc-22-01 was received for evaluation. The customer reported after the ablation portion was completed (both rounds completed), the scope was withdrawn. Dr. (B)(6) attempted to withdraw the express balloon with usual clockwise rotation, and felt that the catheter became lodged on something. Scope was reinserted and visual check was performed to make sure that the balloon had actually deflated (which it was). Scope was again removed after it was confirmed visually that the balloon was deflated. Continued attempting to remove ablation catheter. Eventually the catheter came out, but it was unraveled when it did so. Scope was reinserted and a 7 cm area of mucosal laceration was noted. The reported condition was confirmed. The visual inspection found the electrode was extended off the balloon when deflated. Once inflated the electrode came off the balloon. Additionally, it was observed that when the balloon was inflated the electrode had become detached from the adhesive holding the electrode to the balloon. The customer reported after the ablation portion was completed (both rounds completed), the scope was withdrawn. The investigation isolated the failure to the electrode unraveling and coming off the balloon, but a root cause was not identified. This failure is consistent with the electrode being caught on a part of the anatomy during withdrawal. No corrective action is required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: one used 64082 was received for evaluation. The customer reported after the ablation portion was completed (both rounds completed), the scope was withdrawn. Dr. (B)(6) attempted to withdraw the express balloon with usual clockwise rotation, and felt that the catheter became lodged on something. Scope was reinserted and visual check was performed to make sure that the balloon had actually deflated (which it was). Scope was again removed after it was confirmed visually that the balloon was deflated. Continued attempting to remove ablation catheter. Eventually the catheter came out, but it was unraveled when it did so. Scope was reinserted and a 7 cm area of mucosal laceration was noted. The reported condition was confirmed. The visual inspection found the electrode was extended off the balloon when deflated. Once inflated the electrode came off the balloon. Additionally, it was observed that when the balloon was inflated the electrode had become detached from the adhesive holding the electrode to the balloon. The customer reported after the ablation portion was completed (both rounds completed), the scope was withdrawn. The investigation isolated the failure to the electrode unraveling and coming off the balloon, but a root cause was not identified. This failure is consistent with the electrode being caught on a part of the anatomy during withdrawal. No corrective action is required. If information is provided in the future, a supplemental report will be issued.